Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens of -13.0/3.0/091 (sphere/cylinder/axis), was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6)2023, the lens was exchanged for a longer length lens due to low vault without rotation and the problem was resolved. Cause of the event is unknown. Reportedly,"the crystal was implanted vertically."

Manufacturer narrative:
A4-a6:unk. Claim# (B)(4).